Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The rayone emv rao200e iol was implanted on (B)(6) 2022. Post-operatively, the patient has presented with a refractive error. Rayner has contacted the healthcare facility to obtain additional information on the patient outcome. The implanted lens is subject to a voluntary recall initiated by rayner on 17th may 2022. The recall reference assigned by FDA is 3012304651-05/17/2022-001-r.

Event description:
On (B)(6) 2022, rayner intraocular lenses limited received notification from a us healthcare facility that a lens subject to recall (ref. (B)(4)/17/2022-001-r) had been implanted. Post-operatively, the patient has presented with a refractive error.